Manufacturer narrative:
Inspection: the product was not returned and no photos were provided, so an evaluation is unable to be performed. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. Potential root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to twisting during insertion or adjustments after placement. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a mobi-c implant disassembled after being installed: the surgeon had implanted the device and the inferior plate looked dislodged and tilted on the anterior portion next to the endplate. It was removed and replaced with another mobi-c implant to complete the procedure without patient impacts.